Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging sinusitis, headaches, red spots on my cheeks, chest tightness, dizziness and asthma while using the device. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. The customer was not reachable, and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.